Manufacturer narrative:
The customer¿s report of fluid remaining after infusion completed was not confirmed. Analysis of the pcu event log showed that at 12:01 pm on 29 march 2017, a secondary infusion of paclitaxel >180 mg (drugid 76) was programmed to infuse at 175ml/hr with a vtbi of 526ml, duration 3 hours. At 2:17 pm, the rate of the secondary infusion was changed to 200ml/hr and the vtbi to 200ml. At 3:05 pm, the secondary infusion of pacliatexel (drugid 75) was programmed to infuse at 178ml/hr. The infusion ran until 3:34 pm, when the system was shutdown and powered off. The volume infused was recorded as 629.17ml. The starting volume of the fluid container cannot be determined through the device logs. The root cause of the customer¿s report of fluid remaining after the infusion completed was not identified. The pump module and disposable sets were not returned for investigation. No devices received, log review only.

Event description:
The customer reported an infusion of paclitaxel was programmed to infuse at 175 ml/hr with a vtbi of 535 ml, duration 3 hours. However, after 2 hours the bag appeared to contain 300-350 ml when the volume remaining should have been 120 ml. The infusion rate was increased to 200 ml/hr and at 1500, approximately 300 ml remained in the bag and the volume infused was recorded as 543 ml. The pump module was replaced and the infusion was restarted at 200 ml/hr. There was no report of patient harm.